Event description:
Ous MDR - after an implantation time of about 53 months, oversensing with artifacts was reported. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol1, 23 charge processes had been documented. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were ok. Leads inserted as a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the is-1 and df-1 standards. There was no material defect or manufacturing error. The memory content of the ICD was checked; interference in the ventricular and the ff channel was visible on the available iegms. The signal sensing of the ICD was then checked and proved to be free of noise. The ICD sensed supplied signals free of interference. A check of the impedance measurement functions did not show any anomalies that could be related to the clinical observation. The ICD functioned properly. The ICD's capability to provide therapy was tested. The anti-bradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. In summary, the analysis of the lead fragment and the analysis of the ICD did not show any anomalies that could be connected to the clinical observation. There were no indications of material defects or manufacturing errors for either the lead or the ICD.